Event description:
Pt underwent a spinal surgical procedure in which adcon was administered. Approx 2 weeks post-operatively, pt presented with a delayed dural leak. The cerebro spinal fluid leak was managed with conservative therapy.